Event description:
It was reported that the pt desaturated while on the ventilator, was bagged on 100% o2, and the sat went up. Then placed back on the vent on 100% fio2 from 32% desaturation again. The pt was removed from the ventilator and bagged the rest of the way to the receiving hospital. No reported harm to the pt.

Manufacturer narrative:
Results - o2 blender.